Event description:
Follow up revealed that the patient's lead did in fact migrate. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their drg system explanted.

Event description:
It was reported that the patient experienced ineffective therapy due to their lead at l2 having invalid impedances. X-rays were taken and confirmed that the lead had not migrated. Reprogramming was unable to provide resolution. As a result, surgical intervention may be pending to address this issue.